Manufacturer narrative:
Conclusion not yet available, evaluation in progress.

Event description:
It was reported that during a procedure, the sheath was leaky and air was continuously visible when the sheath was aspirated. The sheath was replaced twice. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Oscor received addition information from the customer that this event was inadvertently reported twice, which resulted in oscor sending this report number 1035166-2016-00188 as a duplicate. The initial and final original report was submitted to the FDA by oscor against report number 1035166-2016-00176. Based upon this additional information, oscor recognizes report number 1035166-2016-00176 as the official report and considers report number 1035166-2016-00188 closed.